Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that a titanium mini plate fractured approximately two weeks after the completion of an orthognathic surgery. The patient noticed that his left upper jaw was moving, and the decision was made to remove the initial plate to replace it with a larger plate. The patient was said to have been compliant with post-op instructions and did not report any trauma to the area.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The macroscopic and microscopic investigations show that the plate was heavily damaged (incised, imprinted) by medical instruments on the breakage area during the adaptation to the anatomy of the patient. The damages lead to reduction of the cross section and thereby to a weakening of the plate, to a massive local strain hardening / embrittlement of the material, to formation of secondary cracks and finally to the breakage of the plate in low cycle fatigue mode. The fracture origin could be located on a surface damaged (incised) by medical instruments. Furthermore the bending of the plate has been carried out through one fixing hole, what also contributed to the breakage of the plate. In the IFU it is documented under: plate warnings and precautions that ¿ ¿excessively aggressive use of bending instruments can cause recognizable macroscopic damage to the implant (indentations, elongated screw holes, etc.). In such cases, the implant must be exchanged for a new, more carefully bent one. Deformed plate holes signify not only an increased risk of breakage in these areas but also impair the accurate fit of the screw head to the plate. Plates should be bent with care¿. Moreover the plate was heavily damaged on several places by medical instruments. These damages could have also resulted under functional load in a breakage of the plate. The investigation with sem shows on the fractured surfaces the appearance of a low cycle fatigue rupture. The fracture surfaces reveal partially predominant proportions of forced rupture and secondary cracks as well as swinging lines of a fatigue breakage to some extent. The investigated failure modes (postoperative plate fracture) and the related root cause (low cycle fatigue rupture - pre-damaged with medical instruments) can be clearly attributed to a user related event. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that a titanium mini plate fractured approximately two weeks after the completion of an orthognathic surgery. The patient noticed that his left upper jaw was moving, and the decision was made to remove the initial plate to replace it with a larger plate. The patient was said to have been compliant with post-op instructions and did not report any trauma to the area.